Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported resistance was not confirmed during functional testing. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar resistance and difficulty to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a spartacore guide wire was advanced to the right superficial femoral artery (sfa), heavily calcified lesion. An atherectomy was performed. A fox dilatation catheter was advanced, without issue, and pre-dilatation was performed. Following, a supera stent was implanted without reported issue. The devices were removed without issue. A core guide wire was then advanced to the fully apposed, implanted supera stent. The same fox catheter, used for pre-dilatation, attempted to advance on the core guide wire; however, resistance was met. The fox catheter did not make it into the patients anatomy and all devices were removed as a single unit. Another core guide wire was advanced to the supera stent without issue. Again, the same fox catheter advanced, with resistance, before entering the patients anatomy, and all devices were removed as a single unit, finishing the procedure. There was no adverse patient effect or a clinically significant procedural delay reported. There was no additional information provided.